Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in three portions for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil on the middle portion, consistent with friction to the device can. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage.